Manufacturer narrative:
The lead was abandoned and was therefore not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned during a competitive device replacement procedure. Available information indicated the ra lead was functioning and the measurements remained within normal range at the time of the device replacement. However, the patient has taken legal action related to the implanted system, to include this ra lead. In a patient file that was received by the legal department, the ra lead measurements on the date of the replacement procedure were recorded as 3 mv for p-waves, 521 ohms pacing impedance, and pacing threshold measurements of less than 1.0 v. In the ep letter on the date of the replacement procedure the p-waves were 1.4 mv, 508 ohms pacing impedance, and pacing threshold measurements of 1.0 v @ 0.35 ms. It is not known why the lead was replaced. No x-rays were submitted, and there were no actual allegations against the lead appearance or function. No additional adverse patient effects were reported.